Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "wouldn't seal". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, energy delivery, cut and jaw verification tests. The instrument also passed the grip force test. There were no missing ceramic dots. Additional findings not reported by site: the instrument was found to have a low clamp torque failure based on log review. Site history review: as of 15-sep-2020, a review of the site's complaint history does not show any additional complaints related to this product. Instrument log review: a log review showed that the vessel sealer extend (vse) with lot number l 90200419 0200 was last used on (B)(6) 2020 on system sl 0075. Per logs, a backup vse was used to continue the procedure. System log review: a review of the system logs showed that there was engagement failure of the vse during the procedure. Image/video review: no image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable event. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. The vessel sealer instrument has been returned and evaluated. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The instrument passed the electrical continuity, energy delivery, cut and jaw verification tests. This complaint is being assessed as a reportable complaint because the vessel sealer instrument did not adequately seal, and it is unknown if the generator provided a signal that indicated that the seal was complete. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) would not seal and a backup vse was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the robotic coordinator does not have any other information regarding this vessel sealer or other than that it would not seal. Demographic information was inquired but not available.